Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ blood collection tubes, there was foreign matter that resembled burning debris inside the tube. There was no health impact or consequences reported.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 20-feb-2024. H.6. Investigation summary: bd received 1 returned sample and 3 photographs from the customer for investigation. Customer photos were visually inspected, and they showed black foreign matter (fm) at bottom of tube. Additionally, the customer sample was visually inspected and also showed fm. Lastly, the customer sample was subjected to ftir testing, and the fm closely resembles dirt/grime. This complaint has been confirmed for fm. Bd was unable to identify a root cause for indicated failure mode. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿ blood collection tubes, there was foreign matter that resembled burning debris inside the tube. There was no health impact or consequences reported.